Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 x2 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient to have been to the md office for adjustment of the device and is still feeling bad; feeling electrical zap in the left shoulder; feels heart when sleeping and is worse than before. The patient also mentioned to have not been feeling well for a while and was diagnosed with a stroke, congestive heart failure (chf), complete heart block (chb) and now feeling symptoms related to cardiac resynchronization therapy-pacing (crtp). Another check of the device is scheduled. The device remains in use. No patient complications have been reported as a result of this event.